Event description:
It was reported that this inflatable penile prosthesis was not working. The device had fluid loss. The cylinders and rear tip extenders were removed and replaced, and the reservoir was retained. No patient complications were reported.